Event description:
On (B)(6) 2026, the user reported experiencing symptoms consistent with a high glucose event, including feeling hot, shaky, and tired, which prompted a visit to the emergency room at approximately 1:11 pm eastern time. The user stated that the event was confirmed with a fingerstick blood glucose (bg) reading of 335 mg/dl.

Manufacturer narrative:
Management system confirmed a sensor glucose (sg) reading of 375 mg/dl at approximately 1:11 pm et, with a bg value entered at 1:19 pm et. At the time of the event, the user's alert settings were a low glucose alert of 65 mg/dl and a high glucose alert of 270 mg/dl. Data review confirmed that a high glucose alert was asserted earlier that day at approximately 12:51 pm et, when the sg value reached 351 mg/dl, which was consistent with expected system behavior. No device malfunction was identified, thus no further investigation was deemed necessary. The user received treatment in the emergency room, consisting of intravenous fluids, and no medication was prescribed for the hyperglycemic event. The user's healthcare provider was aware of the event. The user reported feeling better at the time of follow up. Per data management system review, the user was actively using the system with up-to-date information at the time of complaint closure.